Event description:
The customer called to report that the pump had an alarm. During the call the customer informed that they were hospitalized for high bgs. The customer stated that their pump has an alarm even with the set and the site change. Also the customer indicated that the pump alarmed while they were disconnected from the device. The customer was at home and they were using manual injections. Troubleshooting was performed. It ran 10u prime with an empty pump and the pump did not alarm.